Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74, serial #: (B)(4), description: avista MRI perc lead kit, 74 cm. Model #: sc-4319, lot #: 21241164, description: clik x MRI anchor.

Event description:
A report was received that the patient was feeling simulation on her middle back and legs where patient needs it but the stimulation seemed to skip her lower back where the new pain had started and was having contacts out on one of the leads. It was also believed that the patients new pain was severe low back pain and the physician was unsure if the low back pain was from the contacts being out or it was related to something else. The patient underwent a lead replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2408-74 (sn: (B)(4)). Device evaluation indicated that the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik x MRI anchor site, 1 cm from the set screw mark. X-ray inspection confirmed five cables were fractured. There are no exposed cables at the clik site fracture. The fractured cables resulted in the reported complaint. Sc-4319 (ln: 21241164) device evaluation indicated that the clik x MRI anchor revealed no anomalies aside from the intentional cut on the distal end to shorten it.

Event description:
A report was received that the patient was feeling simulation on her middle back and legs where patient needs it but the stimulation seemed to skip her lower back where the new pain had started and was having contacts out on one of the leads. It was also believed that the patients new pain was severe low back pain and the physician was unsure if the low back pain was from the contacts being out or it was related to something else. The patient underwent a lead replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.